Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic angiogram procedure with a 6f sheath. Reportedly, the knot would not tie. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The root cause of the reported difficulty cannot be determined. The subsequent treatment is based on the circumstances of the procedure. In this event, it is possible the non-rail was pulled prematurely, or there was friable vessel; however, these cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.